Event description:
Health care professional reports home patient felt pain and shortness of breath, as if he were overfilled with fluid, while using the homechoice cycler for automated peritoneal dialysis therapy. Home patient stated during therapy he woke up feeling overfilled, and placed the homechoice into a manual drain. Home patient felt the homechoice had "skipped" the drain cycle and then delivered a full fill; however, home patient unable to provided any drain or ultrafiltrate volume details. Home patient stated he is very sensitive to fluid pressure. F/u with health care professional reveals the home patient has asthma, frequent constipation, and flatulence, resulting in shortness of breath when the home patient feels full. According to the health care professional, there was no pt injury or medical intervention.